Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had a loss of efficacy, increase in urinary urgency and frequency with leakage, nocturia x 8, and had feelings of incomplete bladder emptying. It was noted that this was possibly related to the device or therapy, and not related to the implant procedure. Interventions taken included reprogramming the neurostimulator on (B)(6) 2016, (B)(6) 2017, and (B)(6) 2017; the patient resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's baseline weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the entire system was explanted and not replaced as of (B)(6) 2019. It was unclear whether the system was replaced as it was previously reported to have been replaced. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the system was explanted and replaced. No further complications were reported/anticipated.